Manufacturer narrative:
Reference to natus complaint# (B)(4). Per the customer, the hospital had bili-meter tested by outside laboratory which claimed the meter was reading too high and would like to send it to natus for its evaluation and calibration. On (07/12/2017) the customer's bili-meter was received by natus. On (08/14/2017) prior to sending the bili-meter for calibration, it was confirmed the bili-meter sensor was reading high when compared to the in-house reference sensor. In house reference sensor = 5.4 w customer sensor = 6.7 w and the bili-meter readout measured the same as the reference readout. The bili-meter was sent to the natus factory service for calibration. On (08/24/2017) the bili-meter was delivered to the customer (tracking#: (B)(4)). On (09/01/2017) technical service followed up, and it was confirmed the bili-meter was received by the facility. The unit was fully functional and had been placed back into service. Investigation conclusion: complaint code - inaccurate reading. Cause code - sensor failure. CAPA and complaint trending review: no associated CAPA and no previous trending record have been identified for this issue. Risk management file review (product and event): per risk document ra538168_rev. C, under ID 2.3, improper phototherapy due to meter not calibrated, the severity rating is 2 (moderate)], occurrence is 4 (> 1 in 100), and risk rating is 8 (moderate) before the mitigation and a severity rating of 2 (moderate), occurrence of 1 (< 1 in 10,000), and risk rating of 2 (low) after the mitigation of "product labeling" implemented. Also, under ID 7.2 (customer attempts to repair), the severity rating is 2 (moderate), occurrence is 3 (= 1 in 100 to 1 in 1000), and risk rating is 6 (moderate) before the mitigation and a severity rating of 2 (moderate), occurrence of 2 (= 1 in 1000 to 1 in 10,000), and risk rating of 4 (low) after the mitigation of "labeling- caution in manual stating attempts to repair may cause irreparable damage" implemented. This complaint does not indicate there has been a change in failure mode, potential harm, hazard severity or probability of occurrence, so no risk review is required. Device history record review: the DHR [work order # (B)(4), quantity # (B)(4), serial # (B)(6)] was reviewed and it was confirmed that there were no non-conformances noted in the record for the bili-meter type 22 with pn # 500075-t507. Service record review: service records for this account were reviewed and no records related to this unit and complaints were found. Instructions review (operation and maintenance): the olympic bili-meter instruction manual 602003 rev. C under chapter (operation) cautions the user to inspect this device before each use to ensure proper functioning and provides the procedure for taking measurements as the following: to use the type b-22 sensor: 1 connect the sensor to the readout. 2 hold the sensor against the infant's body as near to the umbilical as possible and aim the sensor at the center of the phototherapy light (see figure 7). The manual also cautioned that: · for reproducible measurements, always hold the sensor on the same place on the infant's body. · changes in the distance or angle of the light to the patient will change the irradiance the patient receives, requiring new measurements to be taken. Page 8 provides calibration instructions: calibrating the bili-meter the bili-meter was factory calibrated to a radiometric standard traceable to the national institute of standards and technology (nist). The calibration certificate is enclosed with this manual. To assure continued accurate measurement of irradiance, the bili-meter should be recalibrated every 12 months to a radiometric (irradiance) standard. Because certain calibration factors are stored in the bili-meter memory, the bili-meter must be recalibrated at natus medical. The date of the last calibration is labeled on the readout and sensor. Both the readout and sensor should be returned for calibration. Bili-meters under warranty are recalibrated at no cost. Others are recalibrated at nominal cost. Page 8 under section service and repair it is cautioned that if the customer attempts to service the bili-meter will invalidate the warranty and may result in irreparable damage.

Event description:
Natus medical received a complaint on june 21st, 2017 that their bili-meter was tested by an outside laboratory and claims reading are measurement too high. A request was made to return the product for evaluation and calibration. No patient injury reported.

Manufacturer narrative:
Natus medical received additional information on july 20th, 2017 the customer replied to a tech support follow-up email requesting the cause of the failure of their old nb blanket unit (sn: (B)(6)) fca recall number z-1412-2015 related. Also reported that due to low output intensity of this unit there was a delay in treatment of the patient and it did not harm the patient. The nb blanket with low output intensity led to the delay in treatment of the patient a severity rating of 3 (moderate) risk rating low per natus medical risk analysis document. However, it did not cause patient any harm/serious injury which can be deemed life threatening. The nb blanket user manual, provides operating instructions and states to check intensity of the light using a radiometer per the institution's procedure. States to monitor infants regularly during treatment per the institution's procedures and measure the patient's bilirubin level periodically. Investigation is ongoing with fca.

Manufacturer narrative:
Natus medical has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their bili-meter was tested by an outside laboratory and claims reading are measurement too high. A request has been made to return the product for evaluation and calibration. No patient injury reported.